Manufacturer narrative:
A ge representative talked to customer via phone and resolved the issues. System operates as intended. (B) (4).

Event description:
The customer reported the image is magnified and frozen, and the buttons won't work on the monitor. No patient injury was reported.